Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific receive information that a pocket revision procedure was performed. This right ventricular lead had eroded through the patient's skin. The tissue was removed from the lead and the lead was replaced in the pocket. Post operatively, the patient with this lead became agitated and minimal interrogation was performed. The following morning, no further issues were reported. No further patient symptoms were reported. This lead remains implanted and in service.